Event description:
It was reported that a patient presented to clinic with presyncopal symptoms. Upon interrogation the pacemaker exhibited backup vvi operation. The pacemaker was explanted and replaced. The patient was in a stable condition before, during and after the procedure.